Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dyspnea and fatigue. Upon interrogation, it was noted that pacemaker was found in backup vvi due to event queue overflow. The pacemaker was reprogrammed and the patient was in stable condition.